Event description:
Additional information received reported 'everything was resolved.' It was noted the patient's battery was replaced due to it being at end of life and impedances on the patient's new device were 'clean.'

Event description:
It was reported that during the patient's implant procedure of a new left lead to an already existing extension and device, there was an issue with impedance. When the electrode impedances for the left side were run at the default settings, all pairs were reading 1395 ohms with a current of <(><<)>15, and there were normal impedances for the rights side. The therapy impedance was >4000 ohms with current <(><<)>15 ua at a setting of 2v. A simple bipolar pair was programmed (1-3+). The amplitude was increased to 3v for the electrode impedance and found the following: all case combinations and pairs 0-1, 1-2, and 2-3 = 931 ohms and 19ua; all other bipolar pairs are 1406 ohms and <(><<)>15ua. The therapy impedance was re-run at 3v and continued to get >4000 ohms and <(><<)>15ua for the left lead. For the right lead, therapy impedance was within normal range (1644 ohms and 41 ua). The extension was four y ears old and just had a boot on it. No patient outcome was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_ext, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).